Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be in fallback mode. The device would not accept a program change and was limited, according to the programmer information, to vvi brady pacing and a single zone of tachycardia therapy.